Event description:
Customer started to feel badly on 10/14/1998. Unable to eat or walk well and felt cold and hot. On 10/18/1998 customer asked wife to call paramedics. Tested blood glucose on suspect device and was 91 mg/dl. At ER blood glucose was 222 mg/dl and 232 mg/dl. Customer unsure if fingerstick or lab draw. Customer was admitted to hosp and released on 10/22/1998. Customer was given insulin in hosp. Customer is not an insulin user.